Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during an implant attempt, the helix would not fully extend while exercising on the table. It was decided not to use the lead and the lead was discarded. No patient complications have been reported as a result of this event.